Event description:
Customer contacted us on 01/15/2020 to explain that she had gone to the ER to have her cup removed after struggling to remove the cup for 3 hours. The customer asked if saalt would refund the price of the cup and saalt issued a reimbursement through (B)(6) on (B)(6) 2020.